Event description:
The manufacturer received information alleging a device was returned for service after repair, due to the damage caused during transport. The customer stated that the device was poorly packaged and still displays the same error when turned on that it was serviced for originally. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additionally, not related to the error code the device's blower was replaced before testing. The device passed all testing.